Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450, serial/lot #: unknown. H3) a manufacture representative (rep) went to the site to test the imaging system. The rep found multiple random e038 errors in the generator error log. The rep adjusted 5v power supply one (ps1) but output voltage was not steady. The rep replaced ps1, cleaned connector pins, adjusted 5vdc and verified ps1 output voltage was within specs and steady. The rep ran a system checkout as per asm guidelines and checklist and the system performed as intended. Codes: b01, c02, d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used intra-operatively during a sacroiliac and thoracolumbar procedure. It was reported that the system was not exposing after first shot (anterior posterior) green light went out and they couldn¿t get it back for their lateral shot. The site tried rebooting with no resolution. The site tried switching from 2d to 3d to 2d with no resolution. The site brought in a different imaging system and they were able to get a clear shot. No known impact to patient outcome. There was surgical delay of less than one hour. Further troubleshooting was performed, the system was rebooted and the site could not confirm exposure until operating room cleared.

Manufacturer narrative:
H3/h6: product bi71000450, lot number: k22360325 rev. G, was returned and analyzed. There was no failure found with the returned device. Codes b01, c19, and d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.